Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize the slide clamp, which was reproduced by finding the device to not display the load set screen when the door was opened using the slide clamp. The device was unable to recognize an open door. The reported symptom was verified and found to be caused by a failed upper auxiliary assembly. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize the slide clamp. There was no patient involvement. No additional information is available.